Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9236-04pp broke during a case, patient was not affected.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the center post had broken off. The post was not returned for investigation. The cause of this remains undetermined, however, the most likely cause is the result of damage incurred during the removal process.